Manufacturer narrative:
Per the clinic, the patient initially experienced acute otitis media, however, an infection (abscess) later developed over the implant site. The patient was hospitalized overnight from (B)(6) 2025 to (B)(6) 2025 and was treated with IV antibiotics. While hospitalized, the patient received two aspirations of the abscess (date not reported) with IV antibiotics. The patient was given a PICC line and discharged from the hospital with IV antibiotics.

Event description:
Per the clinic, the device was explanted on (B)(6) 2025 due to an infection (site of infection not confirmed). It is unknown if there are plans to re-implant the patient as of the date of this report. Additional information has been requested but has not been made available as of the date of this report.